Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2 . Reference MFR. Report#: 3006705815-2018-00495. It was reported a suspected cerebrospinal fluid leak occurred during the patient's trial implant procedure, because they began to experience headaches following the procedure. The trial leads were removed several days later and a blood patch was performed.

Event description:
Device 1 of 2. Reference MFR. Report#: 3006705815-2018-00495. Follow-up revealed the patient's issue has resolved.